Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis event was unknown. The patient was treated with an unspecified antibiotic (dose, route, and frequency not reported) for the event. Dianeal therapy was discontinued on the same day as onset and the patient was switched to hemodialysis on an unreported date. The pd catheter was removed by operation. At the time of report, the event of peritonitis was ongoing and the patient had not recovered. No additional information is available.